Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: esm board defective. Correction: replaced esm board. Note: section 4, the UDI number was corrected and the conclusion in h11 was provided.

Event description:
The following was reported to hamilton medical ag: summary: configuration missing after start up. This occurred before.

Event description:
The following was reported to hamilton medical ag: summary: configuration missing after start up. This occurred before.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: esm board defective. Correction: replaced esm board. Note: section 4, the UDI number was corrected and the conclusion in h11 was provided. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, d8, g1, g2, g6, h2, h4, h5.

Event description:
The following was reported to hamilton medical ag: summary: configuration missing after start up. This occurred before.